Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was being used as a backup device for the transvenous system. When the transvenous system would fail to capture, the ipg would exhibited inhibition due to cross talk. The ipg remains in use. No patient complications have been reported as a result of this event.